Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, abdominal pain, nausea, vomiting, and small bowel obstruction. Post-operative patient treatment included adhesiolysis, hernia repair with new mesh, and removal of mesh.